Manufacturer narrative:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with a recurring gas loss alarm that would not restart therapy, with the device in standby for approximately seven minutes at the time of the call. The gas loss alarm was audible during the conversation. User verified that all cables and connections were secure and appropriate and that there was no blood or discoloration present in the helium tubing. She then performed a fill and pressed start, which resolved the alarm and successfully resumed therapy. User reported that the patient was mechanically ventilated with a peep of 5, had been tachycardic since admission, and had experienced hyperthermia for several days. Based on the patient¿s clinical condition and hemodynamic factors, the gas loss alarm was assessed as likely related to patient-specific factors rather than device malfunction. Education regarding the nature of the alarm and appropriate troubleshooting measures was provided. User was given direct contact information and encouraged to call back if alarms became more frequent so further troubleshooting could be performed together. She expressed appreciation for the support and demonstrated understanding of the guidance provided. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.